Event description:
Customer alleged discrepant blood glucose results of 288 mg/dl, hi (greater than 600 mg/dl), and 141 mg/dl when testing was performed within 5 minute on the compact plus system. Customer reported having no symptoms and did not report any treatment/action based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.